Event description:
While attempting to remove the guidewire, it appeared that it snagged on a vein and began to uncoil / kink. The md in the ed stated the following in an email regarding the event: "hi- went to put in a mahurkar tonight, never had difficulty before. Line went in easily, slight pressure with dilation but not too much. Went to remove wire and it shredded. Couldn't pull it out (small kink) and had to remove entire wire and line. Happened two times (ij and femoral). Called surgery and same thing happened to them twice and they got it on third time. Poor lady. Not sure if it was us, the patient or the kit" this report is intended to include the following mahurkar products: mahurkar crv 12 x 16 - lot number 1925300120 / 1916500111 / - sub item cat # 8888233416, lot number 1815000150; mahurkar crv 12 x 13 - lot number 1828200106 / 1925300105; mahurkar str 12 x 20 - lot number 1926100308 / 1930900088 / 1924600098. FDA safety report ID# (B)(4).